Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (blake drain) involved caused and/or contributed to the post-, operative complications (surgical site infections, wound disruption, other wound complication) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (surgical site infections, wound disruption, other wound complication). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: ann vasc surg 2020; 69: 292¿297 doi.org/10.1016/j.avsg.2020.05.023. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: wound complications and reoperations after transtibial amputation of the leg authors: ahmed khouqeer, alexander uribe-gomez, sherene s. Sharath, panos kougias, and neal r. Barshes. Citation: ann vasc surg 2020; 69: 292¿297. Doi.org/10.1016/j.avsg.2020.05.023. The aim of this retrospective study was to assess the outcomes of transtibial amputations (ttas) to determine if bundled interventions implemented at the author¿s hospital had an impact on lowering wound complications, including surgical site infections. Between jan 2009 to oct 2018, 182 ttas (n=179 male and n=3 female with median age of 65 years (61-71)) were performed for nontraumatic foot problems including extensive gangrene, infection control and ischemic rest pain with no-option peripheral artery disease (pad). Operative details include placement of drains (all closed-suction drains, either blake (ethicon) and jackson-pratt type). Postoperative wound complications include surgical site infections (ssi) (n=23), wound disruption (n=15), and other wound complication (n=2). Placement of a surgical drain was associated with an increased rate of unplanned reoperations (n=40). The use of closed-suction drains was the only technical factor the authors found associated with wound complications and only with reoperation not with ssi or with revision to a higher level of amputation. There were (n=25) patients who underwent revision to a more proximal amputation. Higher rates of wound complications and revision to a higher level of amputations should be expected among patients with no-option peripheral artery disease with ischemic rest pains undergoing ttas. Drains should be avoided.